Event description:
Reference MFR 1627487-2019-03245. Reference MFR 1627487-2019-03244. It was reported that the patient's leads had migrated due to excessive bending, lifting and twisting. As a result, the leads were replaced. Issue was resolved.